Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm and an under-infusion the symptoms occurred on a patient in an unknown location while receiving intravenous fluid for a kidney issue. The rate and dose were unknown. When the pump received the false air in line alarm the nurse cleared the alarm and infusion continued and resulted in an under-infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.